Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a parastomal incisional hernia. It was reported that after implant, the patient experienced adhesions, recurrence, pain, and mesh failure. Post-operative patient treatment included revision surgery, bowel resection, and mesh removal.